Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One full osseotite tapered certain implant (xifnt410) was returned for investigation. Visual inspection of the as returned product identified minor signs of wear; the device was in good condition. Appropriate documentation was reviewed. DHR review for the lot (2019011420) had revealed no deviations nor non-conformance which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op# 0210). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Therefore, based on the available information, device malfunction did not occur and the reported event could not be verified since it is a medical condition that could not be verified through visual inspection of the returned device. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to pain. Tooth location 36.